Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was seen in the emergency room (ER) after receiving a shock. The device was interrogated and was found to have declared end of life (eol). The patient was subsequently seen again in the ER after becoming unresponsive. The local boston scientific field representative (fr) reviewed device electrogram's (egm) and noted episode that appeared to be ventricular tachycardia (vt). Boston scientific technical services reviewed the episode and was unable to determine the source of the event as there appeared to possibly be far-field oversensing. It was also reported that the ra lead continued to display high, out of range pacing impedance measurements. It was suspected that the ra lead was fractured. Subsequent information from the fr indicated that the source of the patient's unresponsiveness was found to be due to a patient condition and was not device related. There were no adverse patient effects reported. The system remains in service.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting pacing impedance measurements greater than 2000 ohms. Additionally the local area field representative reported there was loss of capture (loc) and no sensing measurements on this ra lead. The physician reprogrammed the patient's device to vvi and plans to continue monitoring the situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.